Event description:
There was a sensor error after the ablation catheter was placed into the patient. The catheter was removed and replaced without harm to the patient. Manufacturer response for catheter, smarttouch thermocool stsf (per site reporter) product handled by site.